Event description:
Boston scientific crm received info that this pt passed away in 2004. A legal suit was recently filed with unspecified allegations that this device was implicated in the pt's death.

Manufacturer narrative:
Event conclusion: as of this report, the device has not been returned for analysis. There is no additional info related to this event. Boston scientific will continue to investigate the complaint, and if additional info becomes available, the event will be reopened. On september 22, 2005, guidant (now boston scientific) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Mfg changes to prevent this failure were made in march, 2004. This device was manufactured before march, 2004 and is included in this population. Boston scientific does not have sufficient info to determine that this device behaved in the manner described in the advisory.